Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the heart and through the pericardium six days post implant. The patient was hospitalized and a drain was placed. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.